Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00444. The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient's (australia) implantable neurostimulator (ins) and lead implant sites were infected. Patient indicated the ins site was tender. Patient was admitted to the hospital in order to receive intravenous (IV) antibiotics and monitoring of the issue. On (B)(6) 2017 the physician explanted the system and pus was noted to be present.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00444. Additional information indicated cultures were taken, however the results were not provided to the manufacturer. Additionally, the infection has since resolved.